Event description:
A customer contacted baxter technical service center to report another matter that included cutting the solution lines and the caregiver said the hp had peritonitis. The tsr advised to follow up with the nurse (rn). A follow up call was placed by product surveillance (B)(6) 2010. The nurse stated that the patient had peritonitis prior to cutting the solution lines. A culture was performed on (B)(6) 2010 and the result was (B)(6). She stated she felt the causality was poor aseptic technique and the patient has been retrained. The patient's treatment is ongoing but he is improving. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B)(4). (B)(4). The package was received already opened. There was a small piece of clear tape on the surface of the tyvek. However, there was heat seal transfer around the entire circumference of the blister, indicating that the package had been sealed during the packaging process. It could not be determined at what point the package was opened.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the package was not opened incorrectly, so there was a possibility that it opened when the device had been delivered or stored. The surgeon suspected that the package was not sealed properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.